Manufacturer narrative:
The insulin pump alarmed during the rewind due to a motor encoder signal out of phase. No motor error alarm, unexpected check settings alarm or reset error alarm was noted. The displacement test could not be performed and no motor position encoder error alarm could be verified in the alarm history due to the alarm at the rewind. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was 104 mg/dl. The customer reported the insulin pump to a high magnetic field. Customer also reported a motor position encoder error alarm occurring. It was also reported the customer had a check settings alarm and a motion sensor test failure alarm. The customer stated the drive support cap appeared to be normal. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.